Event description:
It was reported that the patient experienced inadequate pain relief. Imaging was taken and confirmed spinal cord stimulation (scs) lead migration. The patient underwent a revision procedure.